Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the device's power management settings. Followed the steps in knowledge article 000007264 - resident scanner, bio ID or thermal printer stops working until reboot. Power settings were reconfigured by disabling the selective suspend setting for usb devices. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner failed when a user was attempting to during a procedure. The customer did not disclose the nature of the affected procedure and stated that there was no impact to patient care. The user retrieved the required medications propofol, fentanyl by rebooting the system. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d5, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2021 to 29- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric scanner failed when a user was attempting to log in for a second case. A technical support specialist disabled the power usb settings and unchecked the power saving for usb and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner failed when a user was attempting to login during a procedure. The customer did not disclose the nature of the affected procedure and stated that there was no impact to patient care. The user retrieved the required medications propofol, fentanyl by rebooting the system. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, b5, d1, d5, d3, h6, h10. G6: this report is follow-up 2 to the initial MDR 2016493-2023-01282. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2021 to 29- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric scanner failed when a user was attempting to log in for a second case. A technical support specialist disabled the power usb settings and unchecked the power saving for usb and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner failed when a user was attempting to during a procedure. The customer did not disclose the nature of the affected procedure; however, the device was rebooted causing a delay dispensing the medication. The user retrieved the required medications propofol, fentanyl by rebooting the system. There were no adverse events or injuries reported based on this event.